Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred during bolus delivery. Customer changed infusion set. Customer believed the occlusion may have been related to the infusion set site; however, as the infusion set had been changed tandem technical support was unable to perform a pump system to confirm cause of occlusion. Customer's blood glucose was 318 mg/dl.